Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: batch # 887c33. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two gst60g reloads (b & c) present. The reloads were received partially fired 1/4. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 887c33, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy and on the third reload fire the stapler failed to fire the reload stopping at the base of the reload as if it had already been fired. The surgeon had his tech replace the reload with a new reload and the stapler did the same thing, failed to fire and stopped at the base. In both case the knife reverse button was used to get the knife blade back in the start position. Surgeon states the stapler and reloads functioned normally for the first two firings without issue. There was no harm caused to the patient during the two failed firings as no staples were deployed and the knife blade did not advance to the point of contacting tissue. The or staff replaced the stapler and reloads with like devices and the surgical procedure was completed without issue. Procedure was completed successfully with a delay of five minutes. There was no patient consequences reported.